Event description:
Rptr noted three cases of post opeartive endophthalmitis after using the same tubing pak and handpieces on each pt. Suspects condition of tubing pak. This pt had anterior inflammation one day post-op following cataract surgery (ecce) and left eye intraocular lens implant due to cataract. Pt transferred to another hosp and treated with anterior chamber washout, vitrectomy and intraocular explant. Pseudomonas aeruginosa was identified from aqueous humour. This was the third case with this pak.